Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a cassette not attached alarm and had a possible sensor issue. Patient involvement is unknown.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. B3: date of event; 13-aug-2024. D3. Manufacturing plant address, city, zip code: corrected.

Event description:
There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-14874. Please reference file mrn 3012307300-2024-12036 for all details pertinent to this event.